Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Date of event is an approximation. The patient experienced a cgm accuracy issue which occurred on an unspecified day after the sensor was inserted into the abdomen. On (B)(6) 2024 around 2:00 or 4:00 am, the patient did not receive any alerts when the cgm was reading high, and no bg meter comparison was taken at this time. The patient called the mayo clinic about the situation and reported that his omnipod insulin pump was not working all night, the insulin pump was not communicating with the cgm device and was not distributing any insulin. The patient was feeling ¿groggy¿ and had to crawl up the stairs. The patient and his wife drove to the emergency room. At the emergency room, the patient¿s bg meter reading was 600 mg/dl, while no specific cgm value was reported (however, it was said to be ¿high¿). The patient was treated with novolog and tresiba insulin. The patient was hospitalized for three days. At the time of report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator at the time of the event. The reported glucose values fall within the b zone of the parkes error grid calculator when the patient was tested at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.